Event description:
Inspire implant starting flipping. Issue continues. Went in for testing. X-rays done. Decision made to repair/ resuture device on (B)(6) 2025. On this day, surgery canceled at the last minute due to discovery of broken leads/device malfunction after diagnostic tests pre-surgery. I told them this has started 2 nights before. I was getting multiple shocks/pulses. Was told by inspire reps that device was completely shut down because it was dangerous. Surgery to completely remove and replace with newer model v had to get insurance approval. In addition, I am also told that inspire was requiring an additional 45 minute test/diagnostics before approval of replacement. This has been a horrible experience so far. I hurt in my chest where the generator is located. I feel it move and it is very unpleasant. It has caused pain and discomfort there, into my neck, and down towards my armpit. I have felt unexpected shocks/pulses even after the device was supposedly shut down on (B)(6) 2025. Why was this device implant 'after' a recall, and why am I/my insurance responsible for any additional charges/fees. I am losing time and money for work also. I would like some clarification on the status of this recall and the exact reasons for it. Thank you in advance, (B)(6).